Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. It was noted that the capacitor charge time limit was reached. A capacitor maintenance check was performed several days later and the measurements were in range. Programming changes were made. The device remains implanted. The patient was stable.